Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-may-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported a catheter dye study was done (B)(6) 2019 due to increased pain at the site. During the dye study a sub-arachnoid cyst was discovered at the tip of the catheter. The cyst "lit up" from the dye. The hcp may do a catheter revision and move the tip away from the cyst to help with the pain. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a company representative. It was unknown what actions/interventions were taken to resolve the sub-arachnoid cyst. The sub-arachnoid cyst has not been resolved. The patient¿s weight was unknown. The catheter was currently implanted, but it will be returned if/when it is revised.